Event description:
Consumer reported complaint for dead meter. The customer reported feeling tired and customer stated she called her doctor that day, (B)(6) 2025; customer stated she has an appointment in 2 days. The battery had been changed a year ago. During the call the meter did not power on using the power button or when a test strip was inserted.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event is being submitted due to customer contacting doctor due to symptoms related to diabetes: tired. Meter was returned for evaluation. Product testing was performed and defect found on returned meter - dead meter. Test strips were also returned - no testing based on failure mode. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Root cause: rc-041: user/mechanical stress. Note 1: manufacturer contacted customer in a follow-up call on 23-jul-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated she was still feeling a bit tired. Customer had gone to see her primary doctor the day prior and doctor changed her diabetic medication dosage. Customer stated that her tiredness was related to diabetes. Note 2: manufacturer contacted customer in a follow-up call on 24-jul-2025 to ensure the customer's condition had improved and the replacement products resolved the initial concern - able to establish contact with customer who stated she did not currently have any diabetic symptoms. No additional medical intervention was reported. Customer stated replacement products resolved initial concern.